Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause for the inability to aspirate the catheter or push dye was not determined.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 0.78 mg/day) via an implanted pump. It was reported that the patient had withdrawal symptoms the evening after having their pump replacement with partial catheter replacement procedure. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was done on (B)(6) 2024 and the physician was not able to aspirate the catheter or push contrast. A catheter revision surgery was then scheduled for (B)(6) 2024. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024 explanted: (B)(6) 2024, product type: catheter. Serial#: (B)(6), implanted: (B)(6) 2017, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 24-apr-2026, UDI#: (B)(4); ubd: 09-oct-2019, UDI#: (B)(4). H11 ¿ the manufacturer¿s device registration system indicates that catheter (B)(6) was explanted; catheter (B)(6) remained implanted but not in use; and a new catheter was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.